Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural pain ("pain after removal"), post procedural haemorrhage ("light bleeding or spotting after removal") and endometriosis ("endometriosis"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, procedural pain, post procedural haemorrhage and endometriosis outcome was unknown. The reporter considered endometriosis, medical device removal, post procedural haemorrhage and procedural pain to be related to essure. Concerning the injuries reported in this case the following were reported via social media- medical device removal, post-operative pain, post-procedural haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media received: case become serious incident. New events medical device removal, pain and light bleeding or spotting after removal added. Reporter details added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.